Event description:
The facility reported a colleague infusion pump with a failure code of 16:310. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with a failure code of 16:310 was confirmed in the pump's event history log, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 16:310 was confirmed by baxter personnel during product evaluation. The root cause was assigned issues with the user interface module printed circuit board. The user interface module printed circuit board was replaced to correct this condition.